Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7711429. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7793327. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number:1627487-2023-03204. It was reported the patient has leads that are fractured. As a result, the patient may undergo surgical intervention to address the issue. The investigation did not determine which leads were fractured.

Event description:
Related manufacturer reference number: 1627487-2023-03204 and 1627487-2023-04871. Patient reported that the system was explanted, except for one lead in (B)(6) 2023. Patient had a migrated lead that was subsequently removed on (B)(6) 2023. The investigation did not determine which lead had migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7793327.